Event description:
It was reported that prior to a ptca procedure, the tip of the balloon came off. Resistance was encountered while removing the mandrel for the wire lumen. No pt injuries or complications were reported.